Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s reported fall. No information provided in the following section(s): a4, and a5. The following section(s) have additional info: a2, b4, b5, b6, b7.

Event description:
Surgeon explained that the patient came in for a follow up and presented with pain in the right knee. The patient told the surgeon he had fallen on his knee. The surgeon explained that the patients knee felt unstable upon examination and scheduled for a revision total knee with a single component poly exchange. On (B)(6) 2019 the patient had the revision tka surgery and the poly in question was still well fixed in the tibia tray. The poly was removed and there was no abnormal visible wear. The tibia tray was checked for loosening. The tibia tray was not loose. The surgeon trialed and implanted a thicker 12mm truliant ps poly. The patient left the operating room stable.

Manufacturer narrative:
Pending engineering evaluation

Event description:
Surgeon explained that the patient came in for a follow up and presented with pain. The patient told the surgeon he had fallen on his knee. The surgeon explained that the patients knee felt unstable upon examination and scheduled for a revision total knee with a single component poly exchange. On (B)(6) 2019 the patient had the revision tka surgery and the poly in question was still well fixed in the tibia tray. The poly was removed and there was no abnormal visible wear. The tibia tray was checked for loosening. The tibia tray was not loose. The surgeon trialed and implanted a thicker 12mm truliant ps poly. The patient left the operating room stable.